Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer unspecified low scan result on the adc device in comparison to unspecified reading on an adc meter. The customer did not notice a trend arrow on the device. The customer did not notice any symptoms as they were asleep at the time of the medical event but was administered with fiasp insulin (dose unspecified) by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 39 mg/dl on the adc device was compared to a glucose reading of 438 mg/dl from an adc meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.